Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was over 500 mg/dl, the customer received assistance from their hcp to address the elevated bg with manual dose injection. The customer reverted to manual dose injection and a replacement pump was sent to the customer to resolve the issue.